Event description:
Patient presented to physician with severe positional pain at the sense lead incision immediately following implantation of the inspire system. The physician revised the placement of the sense lead the following day (B)(6) 2020), resolving the patient's pain.